Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, it was found that the pressure cables were switched out but the issue was not corrected. Replacement hardware was shipped to the customer on 28mar2017 ((B)(4)). The faulty unit was shipped to the vendor for evaluation and received by merge healthcare on 17apr2017. The results showed that a connector was broken and subsequently replaced. The problem was identified as customer damage. Device labeling, hemo-5303 v9.40 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that pressure channel 2 did not work correctly during a procedure. Subsequently, there was a loss of patient monitoring. It was further reported that portable equipment was used. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with external monitoring. (B)(4).